Manufacturer narrative:
An extensive engineering investigation was performed on the returned stellar device by the design house in (B)(6). The investigation determined that the device failure was due to the internal battery. Investigation revealed that the internal battery of the device was four years old and had not been tested within the user recommended time frame. Per the stellar user guide, resmed recommends that the battery be tested after two years to assess the remaining battery life. The stellar device is intended to provide ventilation for non-dependent, spontaneously breathing adult and pediatric patients (30 lb/13 kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for an investigation. The investigation methods results and conclusion are not finalized at this stage. Resmed reference#: (B)(4).

Event description:
It was reported by resmed (B)(4) that a stellar device stopped ventilation during therapy and once therapy resumed the patient had a decrease in their oxygen saturation. Per the reporter, the patient was being transported to the hospital by ambulance because of breathing difficulties. During the transport the patient was connected to a stellar device, and the treatment alleviated breathing difficulties. While the patient was being attended to by medical staff it was reported the device shut down without warning. The status of the patient worsened and ambu bag ventilation was necessary. When the condition of the patient improved, the patient was re-connected to the stellar device and patient started deteriorating with a reported oxygen saturation of 55%. The patient was connected to another device and their oxygen values improved. There were no permanent injuries to the patient.